Manufacturer narrative:
The manufacturer previously reported the serial number to the affected everflo oxygen concentrator as (B)(4), model number 1020001. The manufacturer received for evaluation an everflo oxygen concentrator serial number (B)(4), model number 1020000. Philips respironics contacted the customer and confirmed that the everflo oxygen concentrator for the event described, MDR 1040777-2016-00023 is the everflo oxygen concentrator, serial number (B)(4), model number 1020000. The customer confirmed that they originally provided the incorrect information.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire while in use. The patient had difficulty breathing and the paramedics were called. There was no medical intervention required for the patient. The device was returned to the manufacturer for evaluation. The customer's complaint was confirmed. The device has evidence of thermal damage to the front and rear cabinets of the device. There was no evidence of thermal damage internally. The manufacturer confirms the fire was caused by an external source. Product labeling states, "oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use." The manufacturer concludes the fire was caused by an external source. There was no evidence of device malfunction that caused or contributed to the fire.